Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp had added the patient extension line after having primed the patient line. The technical service representative (tsr) explained that the hp must connect the patient extension line prior to priming. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The patient line extension was added to the disposable set after priming, which can allow air into the system and cause the alarm. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a supplemental report will be submitted.